Event description:
It was reported that there was no implant in the packaging when opened during the surgery. The procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that there was no implant in the packaging when opened during the surgery. The procedure was completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.1mm,sbm,8 (tsv4b8) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19 information identified: 'description'. DHR review: DHR review was completed for the subject lot number (1238405). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1238405) for similar event and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity post market trend review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.